Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. Event description: it was reported that the ar-1409 is blunt. The reported event was confirmed as the visual evaluation revealed that the cutting edge is heavily damaged. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the ar-1409 is blunt. There was no harm for the patient, operator or third party reported. No further information received.